Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 16250426.

Event description:
It was reported that the spinal cord stimulation (scs) lead had high impedances. The patient underwent a revision procedure wherein the lead was replaced with a magnetic resonance imaging (MRI) compatible device. The patient was doing well postoperatively, and the explanted devices were discarded by the medical facility. No device malfunction was suspected.